Event description:
Customer called to troubleshoot the transmitter. Customer has had sensor errors. During troubleshooting, the transmitter is not functioning. The transmitter will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with input signal value out of range due to damaged contact pin.